Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects were noted, and confirmed that the silicone housing was broken as noted in the complaint description. The valve was still at 110mmh2o, 8 day after reception the pressure setting has not changed. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve could not be leak tested due to the damaged silicone housing. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 110mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9008, with lot cpncf6, conformed to the specifications when released to stock on the 14th january 2014. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The root cause of the pressure setting changing could not be determined as the setting did not change during the 8 days before investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
In (B)(6) 2015, the device was implanted via l-p shunt to a patient with sah. The initial setting pressure was 120mmh2o. After implantation, the surgeon found the setting pressure had spontaneously changed from 120mmh2o to 70mmh2o. When the surgeon kept monitoring the situation for a while, the patient complained of a headache and over drainage was confirmed by CT scan on (B)(6) 2015. The surgeon tried to raise the setting pressure, but it could not be changed. The device was replaced with the same new product at 120mmh2o on (B)(6) 2015, and the patient's condition improved. The surgeon suspects that biological debris may be a possible cause of the problem. It was also reported that the valve in question got broken in the removal process. (B)(6) 2016 per affiliate: valve occlusion was also confirmed by contrast radiography on (B)(6) 2015.